Manufacturer narrative:
Update: this supplemental report is being submitted to include the correct date of event in section b3. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments; severed approximately 102 millimeters from the terminal end. The helix is retracted with dried blood and tissue noted in the helix housing. Additionally, deformed coils were noted from approximately 465 millimeters from the tip of the distal segment to the opposite end of the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the device sensing issue or brady pacing not delivered when required. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short- and long-term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.

Event description:
It was reported that two days after implantation, the pacing parameters of this right ventricular (rv) lead were poor, failing to provide bradycardia pacing when necessary. Imaging confirmed the lead position, with no significant changes detected. Subsequently, surgical intervention was performed with the intent to reposition the lead. Multiple positions were attempted; however, the parameters were still unsatisfactory. Additionally, the helix mechanism could no longer extend normally; therefore, a new lead was implanted. It was noted that the patient's condition was poor; therefore, the physician insisted on not re-puncturing and directly puncture sheath after cutting the lead. The position of the lead was changed during procedure, multiple position parameters were poor, and the helix could not be extended normally, so a new lead was used. Furthermore, considering the patient's critical condition, the physician decided to forgo re-puncturing and proceeded with using the puncture sheath immediately after cutting the lead. No additional adverse patient effects were reported. This lead was returned for product investigation. Update: this supplemental report is being submitted to include the correct date of event in section b3.

Event description:
It was reported that two days after implantation, the pacing parameters of this right ventricular (rv) lead were poor, failing to provide bradycardia pacing when necessary. Imaging confirmed the lead position, with no significant changes detected. Subsequently, surgical intervention was performed with the intent to reposition the lead. Multiple positions were attempted; however, the parameters were still unsatisfactory. Additionally, the helix mechanism could no longer extend normally; therefore, a new lead was implanted. It was noted that the patient's condition was poor; therefore, the physician insisted on not re-puncturing and directly puncture sheath after cutting the lead. The position of the lead was changed during procedure, multiple position parameters were poor, and the helix could not be extended normally, so a new lead was used. Furthermore, considering the patient's critical condition, the physician decided to forgo re-puncturing and proceeded with using the puncture sheath immediately after cutting the lead. This lead is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that two days after implantation, the pacing parameters of this right ventricular (rv) lead were poor, failing to provide bradycardia pacing when necessary. Imaging confirmed the lead position, with no significant changes detected. Subsequently, surgical intervention was performed with the intent to reposition the lead. Multiple positions were attempted; however, the parameters were still unsatisfactory. Additionally, the helix mechanism could no longer extend normally; therefore, a new lead was implanted. It was noted that the patient's condition was poor; therefore, the physician insisted on not re-puncturing and directly puncture sheath after cutting the lead. The position of the lead was changed during procedure, multiple position parameters were poor, and the helix could not be extended normally, so a new lead was used. Furthermore, considering the patient's critical condition, the physician decided to forgo re-puncturing and proceeded with using the puncture sheath immediately after cutting the lead. No additional adverse patient effects were reported. This lead was received for product investigation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned in two segments; severed approximately 102 millimeters from the terminal end. The helix is retracted with dried blood and tissue noted in the helix housing. Additionally, deformed coils were noted from approximately 465 millimeters from the tip of the distal segment to the opposite end of the lead. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the device sensing issue or brady pacing not delivered when required. The ingevity MRI-compatible lead was designed with a goal of balancing multiple design inputs, including implant handling and short- and long-term safety performance (e.g., low dislodgement and perforation occurrence). The single filar inner coil design of the ingevity lead was selected for improved fatigue durability and for safe performance within an MRI environment (protective against lead heating). Physician implant technique and patient anatomy may contribute to helix extension difficulty. Specifically, tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, and/or kinks in the lead introducer sheath may contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Implant techniques such as under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts may also contribute to situations where adequate torque is not transferred to the helix to enable extension/retraction. Approved instructions for use provided with all products includes best practices and clear guidance to mitigate these potential contributing factors.